Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple unexplained pump reboot events observed in the black box history. There was no power loss observed during investigation. The pump was exercised for 24 hours with no issues occurring. The battery cap measured within specifications and was able to fully tighten against the battery compartment. There was no evidence of moisture or loose components inside the pump. The alleged issue could not be duplicated during investigation. Unrelated to the alleged power issue, the display screen was dim and discolored. Additionally, there was contamination underneath the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.